Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had system controller change out alarm but it resolved, clarifying no further issues. During the analysis of the log file we observed elevated powers as high as 20.4 watts, this looks to haven caused by something coming in contact with the rotor. This did pass through the pump and returned to normal parameters. This was only found when the vad was interrogated. Patient never had any symptoms no changes in their parameters. During the elevation there was yellow wrench/replace controller alarm due to a backup mcu failure on (B)(6) 2019 at 23:05. This did clear and has not returned. There was one low voltage hazard present in the log file caused by the patient running the batteries down below the threshold voltage. The batteries lasted over 12 hours. No further or additional information was provided.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: analysis of the submitted log file confirmed elevations in power with a decrease in pulsatility index. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of potential thrombosis; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 29nov2019 at 08:38am through 02jan2020 at 11:40am. Multiple power elevations over 8 w were observed on 11dec2019 from 11:04pm through 11:06pm. Power ranged from 8.5-20.4 w for these events. A small decrease in average pi was also observed, ranging from 2.1-4.9 during these events. Excluding these events, power ranged from 5.4-6.6 w, and average pi was between 3.6 and 6.0. Additionally, brief yellow wrench advisory alarms were observed on (B)(6) 2019 at 11:05pm. The pump speed did not drop below the low speed limit for the duration of the file. The center reported that the patient never had any symptoms. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines the recommended anticoagulation therapy and inr range. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.